Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report # 8010047-2021-03779.olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from (B)(4) such as the pictures, and similar past cases, omsc surmised there was the possibility that the reported event was attributed to combined following factors; the solder joint strength between the insertion tube and the front opening of the insertion tube was insufficient. The solder joint strength decreased due to deterioration of the subject device. The excessive force was applied to the bending section and/or the insertion tube by the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocess, the user found that "fibers optics are exposed at distal end". During the incoming inspection for repair at the service department of olympus (B)(4), it was found that the bending section was detached from the insertion tube and exposing the internal elements, that meant same as the phenomenon which user reported. There was no report of patient injury associated with this event.